Manufacturer narrative:
This supplemental report is being submitted to include additional information received from the customer. Updates were made to the following sections: b5 and h6 health effect impact code and medical device problem code. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This supplemental report has been submitted by the importer under this MDR report number 2429304 - 2023 - 00374.

Event description:
The procedure was prolonged 1 hour and 52 minutes while retrieving and troubleshooting the needles while the patient was under anesthesia. The first needle broke in the lung and was retrieved. The tip of the second needle remained embedded in the 4r paratracheal lymph node. The procedure was completed with the same device. The intended procedure was diagnostic. Fine -needle aspiration (fna) and adequate samples were obtained and the reported problem did not affect the outcome of the procedure. A chest CT was performed to confirm position of the needle in the lymph node and vascular surgery was consulted via telephone.

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has been submitted by the importer under this MDR report number 2429304-2023-00374.

Event description:
The olympus representative reported on behalf of the customer that in two instances, the needle tip broke during an endobronchial ultrasound (ebus) procedure. In the first case the needle tip was removed, and the second case the needle tip was in the lymph node of the patient. No patient harm was reported. Additional procedural details have been requested but not yet provided. Related patient identifiers: (B)(6): single use aspiration needle kr337711 / na-u401sx-4021 (first case). (B)(6): single use aspiration needle kr337711 / na-u401sx-4021 (second case). This medwatch is for patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, that the needle tube was likely broken by the following mechanism: a bending force was applied to the needle tube when piercing the hard body tissue during the procedure. This caused the needle tube to bend excessively. When the needle slider was pulled, a force was applied to the needle tube in a direction to make it straight. This caused the needle tube to break. After the needle broke, the needle tip required retrieval from the body. However, the root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead.¿ olympus will continue to monitor field performance for this device.